Event description:
It was reported that during a laparoscopic cholecystectomy, the device fired one clip properly and then locked up when firing the second time. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit no output or telemetry. The original battery voltage was at 0.9 v at room temperature and without load. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that prior to implant, the pulse generator was unable to be interrogated. A different device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun